Event description:
At the end of an electrophysiology ablation procedure, the nurse had noticed a blister under the pad's site.

Manufacturer narrative:
The original complaint was reported on (B)(6) 2011. However, information to deem this a reportable event was not received until (B)(6) 2011. In a message written by (B)(6) from (B)(6) hospital, it was stated that the patient had sustained a blister that was about .5 cm in size. The procedure took about three hours and the patient was treated with a vaseline gauze and a 'mepilex' dressing. The product in question was discarded so conmed was unable to perform an evaluation. It should be noted that conmed dispersive electrodes are not intended for use with ablation units given that ablation units operate with a significantly higher wattage. Device discarded by facility.